Manufacturer narrative:
Cynosure lutronic technology (clt) clinical team contacted the site to investigate the event. Clt clinical confirmed there was no patient injury. Clt clinical could not confirm if parameters used were correct. Cynosure lutronic us does not have any parameters for abdomen. Site provided a photo of the xerf effector handpiece that confirmed it had become frozen. Clt field site engineer (fse) arrived on site and evaluated the device. The device was confirmed to meet specifications. The root cause could not be repeated or identified. Handpiece was replaced out of caution. The event is reportable per FDA medical device reporting title 21 cfr part 803 since an observed malfunction occurred and could likely cause or contribute to a serious injury if the malfunction were to recur.

Event description:
It was reported that the xerf effector handpiece became frozen during treatment.